Manufacturer narrative:
Claim# (B)(4).

Event description:
An article published "retinal complications post posterior chamber phakic intraocular lens implantation at a tertiary eye hospital in the eastern provide of saudi arabia", indicates that during a study it mentions there were 6 cases that had complications. 5 retinal detachment occurred and one case of macular hemorrhage. Treatments performed included one case of required intravitreal antivegf injection (vascular endothelial growth factor), one case of laser retinopexy and four required pars plana vitrectomy with silicone oil tamponade injection.